Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that during cataract surgery with intraocular lens (iol) implantation, blue pusher going over the lens, it happened while injecting the lens. They had to use the second lens for patient when it happened. Additional information has been requested. There are eight medical device reports associated with this report. This file is 2 of 9.